Event description:
It was reported that during a ptca treatment procedure, a dissection of the right coronary artery (rca) occurred after engaging the 6f runway jr4 guide catheter., resulting in the need for surgical intervention. The lesion being treated was a heavily calcified lesion in the rca. No response has been received from the facility to requests for additional info regarding this event.